Event description:
The customer reported receiving a patient result of 5.0% a1c however the result is not believable as the patient is reported to be a known diabetic. The customer also provided continuous glucose monitor results (no a1c lab available). There were no allegations of patient/user harm.

Manufacturer narrative:
The customer kit was discarded and cannot be returned for investigation. In regards to the evaluation of risk, changes in pharmaceutical therapy (did not occur in this event) would be based on data in addition to the a1c such as fasting and postprandial blood glucoses, and history of hypoglycemic episodes. Qc retention was tested and measured within specification. Although risk of patient harm is low, this event is being reported to the FDA out of an abundance of caution.